Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: investigation revealed that the battery compartment was cracked on the side at the case seal. Investigation also revealed that failed solder connections were found at a pin on the transceiver board when the pump case was opened. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked on the side at the case seal. Evaluation also revealed failed solder connections at a pin on the transceiver board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/08/2015.